Event description:
It was reported that during an appendectomy procedure, when the device was closed down on tissue, it would not staple and would not cut. It was stuck on the tissue and could not be removed. Another stapler was used for removing the device. Once removed, the device had torn some of the tissue. Suture and another stapler were used to correct the tear. On what tissue type was the device used? At what location on the tissue? Appendix. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Na. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, crunch when fired. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not fire, did not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received jammed in the closed position and with a reload loaded in the device. The reload was received fully fired. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, excessive dried body fluids were noted on the internal components of the shaft jamming the firing and closing/opening mechanism; no broken or misassembling components were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.